Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed pump reset with guidance, did not experience the cgm error again, and successfully started new sensor session.